Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 55 mm aortic abdominal aneurysm. It was reported that during the index procedure, on final angiogram a large type ia endoleak was observed. Touch up was performed again and an endurant aortic extension was implanted. Following this it is reported that on a final angiogram a slight ia endoleak remained. As per the physician the cause of the event was due to patient anatomy. It is reported that due to severe aortic neck tortuosity, the neck came to be in an accordion state when the delivery system was inserted, making accurate implantation and device matching impossible. No additional clinical sérique was reported and the patient will continue to be monitored.